Event description:
A tah procedure was perfomred in 2006 with no problems noted during the case involving the device. A blood transfusion (2 units) was required the next day due pelvic hematomas discovered during post-op. Product was disposed of by hosp.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.